Manufacturer narrative:
(B)(4). Physio-control evaluated the loaner device and verified the reported issue. It was observed that connector, designator p2 of the system pcb/interface pcb cable was not fully seated into the connector on the system pcb assembly. The connector was reseated, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with this event.